Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was found that the full height cubie drawer was not recognizing in row e. A field service engineer (fse) had run diagnostics and found in the final test that the device was functional. No components were replaced and issue was resolved. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a hardware failure occurred. The customer reported that the cubie would not open, even when attempting to recover the storage space. They also noted that section e of the board for drawer 1 did not appear to be communicating with the bus. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.